Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. The customer's blood glucose was 154-300 mg/dl. During troubleshooting with tandem technical support, the malfunction alarms were able to be cleared and insulin delivery was able to be resumed.